Manufacturer narrative:
Follow up #1 - device evaluation: the pump has been returned to animas and evaluated on 08/27/2015 with the following findings: the pump¿s black box history showed that one low battery warning had occurred followed by multiple call service 012/052/054 alarms. The display screen was blank when the pump was powered on. Technical analysis found that the slave processor was corrupted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had shorter than expected battery life. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.